Manufacturer narrative:
Data was provided for one additional patient sample tested on (B)(6) 2015: sample 6: 1st result was 137.6 pmol/l. 2nd result on a different reagent pack was 18.35 pmol/l. 3rd result on a new reagent pack and new lot was 23.3 pmol/l. All of the results were reported outside the laboratory. After changing the probe, the field service representative ran performance testing which was within specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable estradiol results for an unknown number of patient samples from two or three different reagent packs. Of the data provided for six patient samples, only the results for five were discrepant. Sample 1: 1st result on (B)(6) 2015 with reagent lot 181908 was 48.28 pmol/l. The 2nd result on (B)(6) 2015 was 147.1 pmol/l. The 3rd result on (B)(6) 2015 with reagent lot 184183 was 92.71 pmol/l. Sample 2: 1st result on (B)(6) 2015 was 105 pmol/l. The 2nd result on (B)(6) 2015 was 93.56 pmol/l. The 3rd result on (B)(6) 2015 with reagent lot 184183 was 200.3 pmol/l. Sample 3: 1st result on (B)(6) 2015 was 105 pmol/l. The 2nd result on (B)(6) 2015 was 486.8 pmol/l. The 3rd result on (B)(6) 2015 was 518.2 pmol/l. Sample 4: 1st result on (B)(6) 2015 was 18.35 pmol/l. The 2nd result on (B)(6) 2015 was 113.1 pmol/l. The 3rd result on (B)(6) 2015 was 119.2 pmol/l. The 4th result on (B)(6) 2015 was 115.7 pmol/l. The 5th result on (B)(6) 2015 was 106.2 pmol/l. Sample 5: 1st result on (B)(6) 2015 was 18.35 pmol/l. The 2nd result on (B)(6) 2015 was 108.5 pmol/l. The 3rd result on (B)(6) 2015 was 195.2 pmol/l. The 4th result on (B)(6) 2015 was 193.3 pmol/l. The customer did not know which result was correct. Information concerning if any erroneous result was reported outside the laboratory or if any patient was adversely affected was requested, but was not provided. The customer was instructed to run precision testing.

Manufacturer narrative:
During a service visit, the probe was found to have a broken cable which may have caused the issue. The customer was instructed to perform precision testing.